Event description:
A report was received that the patient was experiencing pain at the intermediate incision site where the lead and lead extensions were joined. The patient underwent a revision procedure wherein the extension heads were buried further under the skin. The patient was doing well postoperatively. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.